Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.

Event description:
It was reported that when the surgeon triggered the device, both t1 and t2 anchors deployed at the same time. This could have been due to the surgeon advancing the grey deployment ring forward prior to inserting the device into the operative site. Both t1 and t2 anchors were removed from the operative site. A backup device was available to complete the procedure with no significant delay or patient injuries.